Event description:
A nurse was plugging in an electrosurgical unit which, unknown to her, had the power switch turned on. The nurse saw a bluish flame from the plug and received a shock to her right hand, arm, and shoulder. She told the physician present that she had just been shocked. She began feeling dizzy, light headed and nauseated. She was immediately placed on a heart monitor. She had a normal sinus rhythm and all other tests were unremarkable. No entry or exit burns were noted. She was admitted overnight for observational purposes and was released the next day with no complications.